Manufacturer narrative:
Concomitant medical products = alinity c creatinine, ln 07p99-30, lot unknown; alinity c calcium reagent, ln 0757-20, lot unknown; alinity c urea nitro, ln 08p16-30, lot unknown. Correction/removal reporting number = 3002809144-01/28/20-001-c. A product correction letter was issued on 24jan2020 to all customers with installed alinity ci- series scm notifying them of the issues in software versions 2.6.2 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series to software version 3.1.0 and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The account observed many < flags for urea nitrogen, calcium, alkaline phosphatase, and creatinine when processing on the alinity c analyzer. The sample were repeated with normal results, no incorrect results were reported out of the laboratory. No impact to patient management were reported. Further review determined the falsely depressed results could have been caused by an issue of the alinity ci-series system control module software versions 2.6.2 or earlier, where the module goes to pause when the r1 or r2 pipettor probe crashes at the wash cup and halts all the pipetting for the tests in progress.